Manufacturer narrative:
The investigation determined that a lower than expected vitros na+ result was obtained from a non-vitros biorad quality control sample when processed on a vitros 350 chemistry system. The most likely assignable cause for the event was user error related to failure to calibrate the reagent lot with the change of the electrolyte reference fluid (erf) lot. There was no evidence to suggest that the vitros na+ reagent or the vitros 350 chemistry system malfunctioned.

Event description:
A lower than expected vitros na+ result was obtained from a non-vitros biorad quality control sample (lot 45773) when processed on a vitros 350 chemistry system. The following result breached vitros na+ potential health and safety criteria: biorad qc l3 vitros na+ result of 133 mmol/l versus an expected result of 167 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. There were no reports that unexpected patient sample results were reported outside the laboratory and there was no allegation of patient harm due to this event. (B)(4).